Event description:
There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
This report is submitted on may 24, 2024.

Manufacturer narrative:
Per the cinic, the patient experienced poor sound quality, poor performance and intermittencies with the device. Open circuits were then noted on many electrodes. Reprogramming and hardware exchange attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.